Event description:
Caller alleged inaccuracy with inratio. Results as follows: inr inratio = 4.0, lab = 5.1. On 12/8/2006 inr inratio = 4.1, lab = 5.19.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 12/19/2006, inratio: 4.0, lab: 5.1, mean: 4.6, confidence limits: 2.6 - 6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. However, since medication adjustment was performed, this is considered an adverse event, and further testing is required at this time. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 12/19/2006, inratio: 4.1, lab: 5.19, mean: 4.6, confidence limits: 2.6 - 6.9. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. Both inratio and lab values are within confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. However, since medication adjustment was performed, this is considered an adverse event, and further testing is required at this time.